Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.2mmx15mmx142cm fg coyote fc (emerge¿) balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 1.5mmx20mm coyote es balloon catheter. No patient complications nor injuries were reported.